Manufacturer narrative:
Results code 1: 213: a review of the manufacturing records verified the lot met all pre-release specifications. Conclusion code 1: 22: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur include, but are not limited to endoleaks.

Manufacturer narrative:
Date of event is unknown therefore the date of the reintervention is being used as the date of event.

Event description:
The following was reported to gore: on (B)(6) 2020 the patient underwent endovascular treatment of descending thoracic aortic aneurysms using a gore® tag® conformable thoracic stent graft with active control system and a conformable gore® tag® thoracic endoprosthesis after a total arch replacement and elephant trunk procedure. On an unknown date a type iii endoleak was confirmed from the overlapped area of the two implanted devices. The length of the overlap was reported to be about 5 cm. The overlapped section was reported to be located in a narrow and angled area of the aorta, which was reportedly suspected to be a possible cause of the endoleak. On (B)(6) 2020 an additional gore® tag® conformable thoracic stent graft with active control system tgmr404020j was implanted in the overlapped area, and ballooning was performed. The endoleak was determined to be resolved. (Captured event #(B)(4)). On unknown date, at the follow-up after the treatment on (B)(6) 2020, a type 1b endoleak was suspected. On (B)(6) 2020 this patient underwent an additional endovascular procedure. Angiography confirmed a distal type I endoleak from tgmr404020j, implanted in the index procedure on (B)(6) 2020. An additional ctag was implanted distally. After touch-up, no endoleak was seen and the procedure was completed.